Manufacturer narrative:
Results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not duplicated.no functional or performance issues were found.exact root cause is not determined. Most likely the issue is caused by a hardware issue on the epc. Vyaire medical field service representative (fsr) went on-site to perform main electronics assembly repair, properly updated device to version 6.1. Performed calibrations and passed. The oxygen sensor is not passing the 2 point calibration. Verification failed due to low fio2 at 100%. As a resolution, initiated to replaced o2, recalibrate and passed. Repair completed and unit meets factory specifications.

Manufacturer narrative:
(B)(4). The suspect device has not been returned for evaluation. Advised customer to replaced the unit mainboard. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had bluescreen. Furthermore, there was no patient associated with the event. The customer confirmed that the issue happened prior patient use.